Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had experienced an error e315, endoscope communication error. The issue occurred during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
Updated fields: h2, h6, and h11. This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from the customer.